Event description:
Customer reported he noticed his freestyle lite blood glucose meter was displaying missing segments on (B)(6) 2010, the day of his call to customer service. However, he also reported he had been self-administering insulin in response to the readings he had been getting. He further noted that on (B)(6) 2010 he experienced tremulousness, diaphoresis, blurred vision and vertigo after self-medicating, with an unknown amount of insulin, based upon readings (not provided) which then resulted in him experiencing a loss of consciousness and a seizure. No third-party emergent intervention was reported. Customer self-treated with food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained.